Event description:
Patient came in for atrial fibrillation ablation. An atrial flutter line was done on right side of heart. Shortly after going transseptal to left atrium patient blood pressure began to drop. Heparin was turned off, and a stat echo was called. A pericardiocentesis was done. Cvor [cardiovascular operating room] was consulted and took over care of patient. Sternotomy was done and patient was taken to cvrr [cardiovascular recover room]. Patient presented to ep [electrophysiology] for atrial flutter ablation. During the procedure the patient developed hypotension at this time with ice [intracardiac echocardiography] revealing an effusion. Volume resuscitation and vasopressors were administered. The patient received protamine. Surgical team notified. The patient was prepped and draped for pericardiocentesis. Perforation was noted at the base of the right atrium. Repaired by CT [cardiothoracic] surgery, patient stabilized and transferred to ICU. No harm to patient.